Event description:
Caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that the reset was a routine safety feature ensuring optimal pump performance. Caller was also educated about manual restarts of certain features after resets. Customer understood these instructions and successfully resumed insulin use.